Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The service engineer (se) inspected the device. The se confirmed the reported issue and after removing the front bezel found that the red ground wire from the user interface (ui) display assembly to the central processing unit (cpu) was not fully connected. The se replaced the touchscreen and reseated the cables to the ui and cpu. The ventilator passed all testing.

Event description:
It was reported that the ventilator touch screen was unresponsive and could not be shut off after calibration. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 03apr2019, date rec¿d by MFR : 27mar2019. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed and found scratches on the top of the touchscreen. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the damage on the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.